Event description:
It was reported that pump indicated incorrect amount of insulin in cartridge, and no blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. Distributor arranged pump return, and functional testing showed pump started, charged, connected to computer, and delivered insulin normally with accurate insulin volume readings; replacement pump was provided while returned pump was evaluated.